Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Test performed on global transmitter final functional tester was passed. Voltage testing was performed and the transmitter passed. Reported fault could not be reproduced with the transmitter. The reported defect was not found with the returned transmitter. Performed pairing test with nordic bluetooth device, was able to download transmitter log. The reported loss of connection was confirmed with data in the cloud/share. A root cause could not be determined.